Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not do frontal fluoroscopy. Upon further troubleshooting action, field service engineer (fse) found that the device had error in the front image processing of the memory part. The fse replaced ip-pc and hdd and plugged in multiple memories inside the pc. After replacement of ip-pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were corrected.

Event description:
It has been reported to philips that the allura xper fd10/10 system could not do frontal fluoroscopy. The system was in clinical use at the time of the event. It was alleged that the examination was delayed as a result. Philips has started an investigation of the complaint.